Event description:
Reportedly, during the replacement of the device, it was impossible to interrogate the device.

Manufacturer narrative:
Please refer to the attached report since no programmer files were provided for analysis, neither any indication on actual device settings, no estimation of the expected overall longevity could be performed. Electrical characteristics of the returned unit were within specifications. Based on available data, no issue is suspected on the device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Device analysis: upon reception, the device could not be interrogated nor reinitialized; no communication could be established between the programmer and the device. Neither atrial nor ventricular pulses were delivered. Then the device was opened to have direct access to internal components: ¿ the battery was found at 1,61v (operating voltage limit); ¿ a detailed visual inspection did not reveal any anomaly; ¿ the device was then powered with an external power supply; the device could be interrogated and reinitialized. Normal pacing pulses were delivered and current consumption of the hybrid electronic module was normal; ¿ the hybrid circuit was then submitted to the standard electrical manufacturing hybrid test: no significant difference was observed when comparing the results with those obtained during the manufacturing cycle (at the time the device was manufactured).

Event description:
Reportedly, during the replacement of the device, it was impossible to interrogate the device.